Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe as it is not related to the device. Deflation: observed two openings on posterior side assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion, non-penetrating nicks and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 16/aug/2024.

Event description:
Healthcare professional reported left side deflation and an implant exchange due to concerns with the product. Device has been explanted.

Event description:
Healthcare professional reported left side deflation and an implant exchange due to concerns with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and an implant exchange due to concerns with the product. Device remains implanted.

Event description:
Healthcare professional reported left side deflation and an implant exchange due to concerns with the product. Device was explanted.